Event description:
During an in-clinic follow up, the device was interrogated and it was determined that the device had reached elective replacement indicator (eri). Premature battery depletion was suspected. No intervention has been performed at this time but device replacement is anticipated. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The device was received in backup mode which occurred post-explant and during the device transportation consistent with exposure to cold temperature. Review of the device image indicate the device auto-capture feature was enabled and the device remained in high output mode at times which triggered a false replacement alert, however data trend indicates the device remained above replacement level throughout the implant period. When automatic settings are programmed, such as auto-capture, the device output would adjust itself to accommodate the patient¿s needs for pacing and thus affect the estimated longevity of the device. The pacer was evaluated under nominal conditions, after replacing the original battery, and results indicated normal current levels and normal functionality. Total projected longevity based on average drain current is 8.75 years; implant duration is 11.38 years which exceeded projected longevity and it is considered normal battery depletion.

Event description:
Additional information was received indicating that the device was explanted and replaced to resolve the event.